Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Products: 4193 implantable pacing lead 2003 (B)(6); 6947 implantable tachy lead 2010 (B)(6). (B)(4).